Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. Prior to inserting the pigtail catheter, the patient started coughing and took a large, inhaled breath. Transesophageal echocardiogram (tee) imaging showed air leaving the was. The patient experienced st segment elevation and fluoroscopy imaging confirmed the presence of an air embolism. The patient was intubated and started on 100 percent oxygen. The patient was positioned on their right side and placed in a trendelenburg position. The patient's blood pressure decreased, and they were given inotropic medication. The patient remained in the procedure room being monitored for an hour while the air dissipated. The patient was then brought to the intensive care unit to remain under observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.